Event description:
During an atrial fibrillation ablation procedure, a blood clot was noted on the tip of the catheter. After the catheter was inserted into the patient and radiofrequency delivery was started on the right pulmonary veins, the impedance value increased by approximately 20 ohms several times. A steam pop was noted, but there was no perforation or consequence to the patient. A blood clot was then also noted to be attached to the catheter tip when checked, however the catheter was continued to be used. When the catheter was visually checked after the right pulmonary vein isolation, a blood clot was attached to the catheter again. The catheter was then replaced before ablating the left pulmonary veins and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. A simulated ablation test was conducted and no noise was present during ablation. The catheter shaft also deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The event description indicated ablations were performed with rf power of 35 watts. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ however, due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.